Manufacturer narrative:
Additional information b5, h11: b5: biomedical department troubleshooted the problem per the process in the manual and found during the device failed upstream occlusion testing and during flow rate accuracy test, the technician expected an output of 20 ml at the end of the test. However, the flow rate accuracy resulted in only 5 ml output. H11: the event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the customer reported "failed flow rate accuracy/does not infuse." Was unable to be reproduced. The device was tested for flow rate at 40 ml/hr for 60 mins at 40 vtbi with the results of 42.770 and failing error percentage of 6.925%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed pressure springs when disassembling. The m2/m3 springs require replacement and pressure plate travel requires readjustment to address this issue. During evaluation, the reported problem of "failed uso." Was unable to reproduce. The device passed the upstream occlusion testing. A review of the event history log for the event revealed upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate accuracy and upstream occlusion testing. This occurred in the biomed service department. There was no patient involvement. No additional information is available.